Manufacturer narrative:
Implant date corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that surgical implant occurred on (B)(6) 2018. The surgery occurred to remove the ins from the extension. The ins eroded from the implant out of the left chest area and was exposed so it was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the ins eroded. Unknown if any environmental/external/patient factors led to the issue. Diagnostics/troubleshooting and actions/interventions included surgical intervention where the device was explanted. The surgeon removed the ins completely. The issue is reported to be resolved. No further complications were reported or anticipated with this event.